Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found unresponsive by the wife at home and called 911. The pt was intubated, resuscitated (unk if chest compressions performed) and transferred to the implanting ctr, ICU. The vad coord provided info approximately 16 days later indicating that the pt had been on the phone with a friend while at home and the friend reported that they were talking and the phone line went completely silent. The vad coord also noted that the pt had an over sewn aortic valve, with heart failure and no history of thrombus. Implantable cardioverter defibrillator (ICD) interrogation showed no evidence of events that may have lead up to the pt expiring. No autopsy was performed. The coroner listed the death as natural causes and the pump was not explanted and will not be returning.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was provided indicating that there was no allegations against the lvad or equipment.

Manufacturer narrative:
Although a correlation between the lvad and the cause for the patient's outcome could not be determined through this evaluation, there were no allegations against the pump or equipment in relation to the event. Log files downloaded from the returned system controllers showed no atypical alarms and also indicated that the system appeared to be operating as intended. The instructions for use list death as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.